Event description:
It was reported that the user received a dosing stopped alert on the ilet after running out of dexcom g7 sensors and was advised to enter a fingerstick blood glucose to resume dosing and to remain in bg run for up to 72 hours; the user entered a fingerstick of 174 mg/dl and dosing resumed. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy in bg run without hospitalization. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed the device functioned as designed, with dosing paused due to lack of cgm data and successfully restored by manual bg entry, indicating use-related circumstances rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-dependent operating conditions related to cgm supply interruption.